Manufacturer narrative:
The reported event was confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows significant signs of extensive usage as evident by obvious signs of wear along the inner circumference, multiple surface scratches, and areas of discoloration. There is no bending or damage to the proximal fins of the device. The capture pin shows limited range when the set screw is fully turned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a combination of typical wear and use. The failure was caused by normal and frequent usage. Over time, the internal spring that controls the capture pin movement loses its compression ability due to extended use and multiple cleaning/sterilization cycles. The weakening of the spring can result in the event noted in this complaint. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the trial is unable to completely screw down during inbound inspection post case.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the trial is unable to completely screw down during inbound inspection post case.